Event description:
A nurse reported two patients with a toxic anterior segment syndrome (tass) reaction on the first day following intraocular lens (iol) implant surgeries. Fibrin was noted on the iol and in the anterior chamber. The patient was treated with medications. The event resolved with treatment. There are six medical device reports associated with this event. This report is for the first patient for the cartridge.

Manufacturer narrative:
Evaluation summary: the complaint sample was not returned by the reporting facility. Product history records could not be reviewed for the cartridge because the facility did not provided a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough information was provided from the account to properly complete an investigation. Additional information was received in a follow-up phone call on (B)(6) 2012. A completed questionnaire was received on (B)(6) 2012. (B)(4).